Event description:
It was reported that during a lap gastric bypass, two active blades snapped off inside the patient. One active blade was retrieved and the other was left inside the patient with no intentions of retrieving. The case was completed with a like device with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.